Manufacturer narrative:
Beckman coulter quality assurance (qa) reviewed the service notes of the event. The fse reported performing the task, "replace grounding cable c79860 of the ecsd," per section 12.18.39 of the current version dxa service manual. The fse found themselves confined while attempting to access a service area. Customer technical support (cts) notes corroborate the need for intervention to free the fse. Immediate action taken was providing medical treatment for the fse's injury. The fse received stitches at the emergency room. A service sme (subject matter expert) reviewed the relevant section and found no inappropriate instructions. The probable cause is determined as use error as the fse entered a confined space within the ecsd to gain better accessibility for servicing the instrument and became stuck. Section a2, a4 and a5: information not provided by customer. G1: phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
An incident was reported involving the dxa environmental controlled storage unit (ecsd). During servicing, the field service engineer (fse) became trapped when their head got stuck in a tight space within the ecsd. The fse sustained an injury when their head became stuck, leading to a cut on their ear. This injury required medical attention and stitches at an emergency room. There were no reports of harm to a patient, operator, or any other person beyond the fse.